Event description:
It was reported that during an unknown procedure, there was an unknown problem with the device. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition another cartridge was received fully fired. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: please explain what the problem was with the device? How was the case completed? Were there any patient consequences? Event description - during an open total colectomy with end ileostomy procedure, the device was being used for the distal transaction of the rectum. There was a partial failure of the staple line. The procedure was prolonged by 30 minutes as a result. The staple line was closed with sutures. The patient was septic following the procedure, with a severe infection, colitis. The device is to be picked up this week and sent to the (B)(4) office. How was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Distal ¿ unk. On what tissue type was the device used? Rectum. Does the surgeon normally use a purse string technique? No. Did the surgeon use a purse string technique in this procedure? No. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? Yes. If yes, please indicate which: ileostomy. What was the condition of the patient immediately after the procedure: critical (septic, severe infection, colitis).